Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurrent alert 39 messages indicating an insulin shaft encoder failure, and the user attempted multiple restarts without resolution; blood glucose was reported at 112 mg/dl and unaffected, and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device; therefore, the complaint is not confirmed.